Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that it takes a couple of days before he can get sensor glucose readings and blood glucose readings to be close to each other. Customer stated that at the beginning its usually a 40 point difference. Customer stated that the other night he received an alarm for low glucose of 70 mg/dl but his blood glucose was really at 120 mg/dl. Customer stated that he adds extra adhesive tape on top of the sensor to get it to hold on for the 6 days. Customer declined to receive assistance and troubleshoot. Nothing further reported.